Event description:
It was reported "vcare large was found bent during surgery. Ballon was found in the vagina. All components of vcare taken out. No patient injury."

Manufacturer narrative:
This is FDA reprotable due to sentinel event reported on mewatch 1320894-2008-00089. The device is being returned to manufacturer, however, has not been received to date. When the device is received and quality engineering evaluation completed, a supplemental report will be filed.